Manufacturer narrative:
Continuation concomitant medical products: 419478 lead implanted (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead had been under monitoring as noise had been observed. At a device replacement proce dure, the ra lead was evaluated again and there were no issues at the time. Six days later oversensing and high impedance triggered a lead warning seen in a review of a remote transmission. It was then reported that the patient's ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.